Event description:
The tip of the drill was broken when the doctor was making screwhole for competitor's acetabular cup. About 2 cm broken part of the drill remained inside the bone and the surgery was complete. The doctor confirmed that the broken part of the drill was fully inside the bone and thought it was a small risk to leave the broken part in the patient's body.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. Based on the reporting statement, user error was likely a contributing factor. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.